Event description:
At approx 1:25 pm, after a bowel movelment, pt developed pulseless v tach (unresponsive to immediate precordial thump), then v fib. A "code blue" was called. The pt underwent the usual acls protocol for v fib. After the third shock, the pt had a brief run of sinus rhythm without a palpable pulse that quickly degenerated into v tach then v fib. At some point (less than one min) after the third shock, the screen on the defibrillator went "blank" and did not show any image. Turning the "on/off/energy select" dial did not "turn on" the machine. The unit was then plugged into the electrical outlet in the room, but no EKG signal, no lights or any evidence that the unit was electrically functional was evident. The unit was removed, and the pt was attached to second co defibrillator and underwent the remaining portion of acls protocol, including 7 add'l successfully delivered defibrillations. The pt never regained a pulse or blood pressure and the "code blue" was terminated at 1:49 pm. Time between third defibrillation and fourth defibrillation with second machine was 5 mins. It is impossible to assess effect of failure of defibrillator to deliver a fourth defibrillation on final pt outcome. Time between recognition of a potential problem with first defibrillator and delivery of a subsequent shock by second defibrillator was short, at 5 mins. Also, failure to respond to the acls protocol was not unexpected given pt's age and well documented end-stage dilated cardiomyopathy. Of note, per ICU policy, battery charges on defibrillators are checked twice per day. Defibrillator in question was checked that morning and found to be functinal. In 1/96, the unit passed all inspection requirements, including battery. On 5/24/96 biomedical engineer technicians were notified and arrived approx 0.5-2 hrs after the code ceased. Techs conducted a physical inspection of unit with no discrepancies noted. Unit was shipped to MFR on 6/6/96 for further evaluation and testing.